Event description:
The surgeon stated the event was not related to the lens. He felt the symptoms were related to the pt's young age and large pupil size. Product history records were reviewed and all documents indicate the product met release criteria. No similar complaints have been rec'd for this lot.

Event description:
A consumer is experiencing visual disturbances (glare) following cataract surgery. More info is being sought.